Event description:
It was reported that the patient experienced intermittent stimulation due to the ipg, implantable pulse generator, turning off and difficulty charging for about a year and a half. The patient stated that the ipg turns off on its own. The patient further stated that the frequency of the occurrence has increased over the last six months and every other day over the last month. The patient was re-educated on the charging technique, however it was unsuccessful. The patient underwent a revision procedure in which the ipg was replaced, and is doing well post operatively.

Manufacturer narrative:
Correction to the following fields: b3: date of event: (exact date unknown). B5: describe event or problem.

Event description:
It was reported that the patient experienced intermittent stimulation due to the implantable pulse generator (ipg) turning off and difficulty charging for about a year and a half. The patient stated that the ipg turns off on its own. The patient further stated that the frequency of the occurrence has increased over the last six months and every other day over the last month. The patient was re-educated on the charging technique; however, it was unsuccessful. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers were not able to confirm the root cause of the intermittent stimulation due to the ipg turning off. The production record review, database analysis, and device technical analysis revealed no product issues and the ipg displayed normal device characteristics.

Event description:
It was reported that the patient experienced intermittent stimulation due to the ipg, implantable pulse generator, turning off and difficulty charging. The patient was re-educated on the charging technique, however it was unsuccessful. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.